Event description:
Caller states that the patient tested 5.1 inr and >8.0 inr during duplicate testing, while a comparison lab returned as 14 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.